Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (device malfunction), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not received. After deploying the stent graft the physician began to remove the delivery system, however he then realized that 2 anchoring pins were attached to each other. The physician attempted to remove the delivery system but it kept getting caught on the suprarenal stents. After trying to manipulate the delivery system by going upwards and downwards without success, the physician decided to pull through the two entangled springs to remove the delivery system. The delivery system was successfully removed; however, this caused the attached stents to move down and into the middle of the aorta. There were no signs of an endoleak on the final angiogram. No additional clinical sequelae were reported, and the patient is stable a review of 5 returned still angiogram images at implant could not determine the cause of the entanglement. Two suprarenal stents (likely adjacent) appear to be interlocked following deployment. The last series of images shows that the interlocked stents have been pulled further down and have folded inward. No obvious endoleak is visible.

Event description:
The delivery system was returned and its evaluation has been completed. The delivery system was folded to fit into the shipper box causing a bend in the graft cover. The external slider and thumbwheel were returned in their starting positions. There was a 2 mm gap between the graft cover and tapered tip, likely caused by the kinking of the graft cover. There were multiple kinks noted on the graft cover from the distal end to the stent stop. The kinks were located at 5.5cm, 10cm, 15cm, 16cm and 24.5cm from the edge of the graft cover. Upon investigation, both the external slider and the thumbwheel moved smoothly over their respective threads. Damage was discovered on the spiral-cut spindle lumen at 4-5mm from the proximal end of the spindle. The damaged appeared to be cause by a combination of torque and compressive force, which led to one spiral segment collapsing on itself. This damage was most likely caused by the attempts to remove the delivery system from the supra-renal stents. The removal difficulty is likely anatomy related.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (kink), patient's condition affected effectiveness of device (anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related).